Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and mesh was implanted. The patient went to a consultation on (B)(6) 2021 where the doctor found mesh breakthrough to the vaginal apex and gastrointestinal. On (B)(6) 2022, the patient was offered surgery for mesh removal, but the patient wanted to wait. Operation for mesh removal was performed on (B)(6) 2022. Additional information has been requested.